Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during pocket revision due to hematoma, the physician elected to replace the rv lead at this time due to decreasing r wave sensing.